Event description:
It was reported the visionaire femur anterior cut was more aggressive than planned, resulting in a notch. Posterior cut was also shallower than planned, indicating an ap shift compared to plan.

Event description:
The device malfunctioned and per case basis it was deemed that this malfunction can lead to a serious injury.